Event description:
Patient reported thoracic pain, and a high rv capture thresholds two days post-implant. An echocadiogram and x-ray indicated a lead perforation. The pocket was opened and confirmed the lead had perforated and the lead tip was in the percardial space. The fluid in the pericardial space was drained. The lead was repositioned. The patient was non-symptomatic after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.